Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint could not be confirmed since the product was not available for evaluation. The exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi) (endovascular therapy (evt) in the superficial femoral artery (sfa)). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The estimated blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.